Manufacturer narrative:
The device was returned, decontaminated and visually inspected. There were no signs of physical damage, wear and tear to the device. A new tip was attached to the device. The device was then tested for functionality and for insulation. The device passed both tests without a defect or malfunction. No other defects were noted. This complaint is unconfirmed.

Event description:
During a surgical procedure, the clinician experienced an electrical pulse feedback through the renew electrocautery probe. There was no harm to the patient or user.

Manufacturer narrative:
This is a late MDR report, due to late reporting of event information from our field office. The reported device will be investigated upon its return to microline surgical, inc., to submit a 30-day follow-up.

Event description:
During a surgical procedure, the clinician experienced an electrical pulse feedback through the renew electrocautery probe. There was no harm to the patient or user.